Manufacturer narrative:
Initiated manufacturer's investigation: no sample returned. Review DHR: inspect stock product. Distribution history: the complaint product was manufactured at csi in march 2020 under work order: (B)(4). Manufacturing record review: dhr20mpg002518 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history shows other complaints for this issue. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Corrective actions: coopersurgical decided to return manufacturing to the supplier (eis) in late 2020. Long stem gellhorns were qualified per val-20-0285 and short stem gellhorn pessaries were qualified per val-20-0289. In addition, the prints for the gellhorn pessaries were updated to reduce the durometer hardness from 60 to 45. Was the complaint confirmed? No.

Event description:
Report stated: "the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff". 1216677-2020-00269-1 mxpgss2-1/4 pess.sh.stem flex 2-1/4 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc is currently investigating the condition reported.

Event description:
(B)(4). Report forwarded by customer service trumbull- the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff. 1216677-2020-00269 pess sh stem flex 2-1 4 mxpgss2-1 4 e-complaint-(B)(4).